Event description:
Customer called the lfs alleging that their meter was displaying the "y" symbol. Customer reported feeling hyperglycemic symptoms and feeling bad. Their meter had been set in "mmol/l", which is the unit of measurement. The customer had not been aware of the "y" appearing on the display, according to the ccr, until the customer was advised to call lfs about the issue. The customer reported obtaining "14.6 mmol/l, 14.7 mmol/l, and 14.8 mmol/l" within a 15 to 20 minute time frame before breakfast. The results were within the 20% difference. The customer took 4 units of insulin in addition to their regular 8 units due to the high results. The customer later took an add'l 4 units of insulin after their meal. Later on the day the customer started feeling bad and went to visit their pharmacist because they realized their meter may have been malfunctioning. The pharmacist ran a control solution test and obtained a failed control solution test result. The failed control solution test would suggest that the meter may have been malfunctioning due to the "y" symbol appearing on the display, as noted by the ccr. The "y" shaped non-numeric character would be placed in the "ones" position. Ccr replaced their meter. Customer was never hospitalized or rec'd medical care beyond home treatment. There was no adverse event or serious injury.